Manufacturer narrative:
Concomitant products: addrl1 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that there was noise on the atrial electrogram (egm) recorded as atrial arrhythmias. The right atrial (ra) lead was confirmed to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.